Event description:
Suspected bowel injury. Treated with antibiotics, colostomy and removal of device.

Manufacturer narrative:
The training, inspection, lot records, etc. Were evaluated. Trans1's investigation shows no evidence of the product or labeling failing to meet its specification. The investigation did reveal a condition in the pt's medical history, had it been disclosed prior to the surgery, that may have contraindicated the pt for treatment with axialif. The pt had prior bowel disease. It is also of note that the pt did not complete the prescribed bowel prep prior to the surgery.